Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a nocturnal low glucose event, with a sensor alert prompting confirmation by fingerstick that showed a glucose of 62 mg/dl after an earlier nadir of 57 mg/dl, and the patient self-treated with three oral glucose tablets with recovery; the cause was unclear and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included correction with oral glucose and no further sequelae. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no component issues identified, with no additional contributing factors determined. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.